Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified low readings on the sensor that were "normal" and experienced symptoms described as "unwell, lethargic, disoriented, and vomiting". Customer additionally obtained high ketone readings and was seen in the hospital critical care unit. Customer was diagnosed with diabetic ketoacidosis and was treated with unspecified IV drips. An unspecified reading was obtained on the hospital meter which was higher than the readings obtained on the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m000gqm8ed has been returned and investigated. Visual inspection has been performed on the returned sensor and damage was observed. Sensor was further investigated and the extensive damage was observed to be caused by bite marks. The returned sensor was attempted to be read but it was unsuccessful. The returned sensor was not able to be de-cased. The damage was preventing the sensor to fit in the de-caser. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified low readings on the sensor that were "normal" and experienced symptoms described as "unwell, lethargic, disoriented, and vomiting". Customer additionally obtained high ketone readings and was seen in the hospital critical care unit. Customer was diagnosed with diabetic ketoacidosis and was treated with unspecified IV drips. An unspecified reading was obtained on the hospital meter which was higher than the readings obtained on the sensor. There was no report of death or permanent impairment associated with this event.